Manufacturer narrative:
The pt discarded the lancing device; hence, it cannot be returned to lifescan.

Event description:
This senior medical affairs specialist spoke with the patient/layperson in 2008 regarding her original complaint of the previous month. The pt had informed a customer care advocate, cca, that her ultrasoft lancing device became crushed during a move. Sometime after the issue, the pt allegedly became shaky with cold sweats. The cca replaced the lancing device. The complaint is classified based upon info the pt reported to this smas. Because the lancing device became damaged during her move, the pt was unable to test, having no other means of obtaining a blood sample. For one week the pt, who tests 1-3 times a week, did not test. During that week, the pt also often forgot to take her daily glipizide (2.5 mg) and glucophage (825 mg) due to a family issue that monopolized her time. On the day of the event, (patient does not recall the date), the pt reportedly knew she was low based on her symptoms. The pt borrowed a friend's lancing device in -order to test her blood glucose that was "50 mg/dl". That was the first test in a week. The pt drank orange juice and retested fifteen minutes later, result 75. The pt now attributes the low blood glucose to the glucophage she has been taking; she believes "it is too strong since I lost weight." Because she has cold sweats 1/2 hour after taking the glucophage, the pt has been "cutting back" on it and "feeling better with more energy." The dr will evaluate her on 9/12 and other lab work because of the possible medication issue. Although the product did not malfunction (it broke during the pt's move), the pt allegedly did not test and then reportedly developed symptoms that can be associated with severe hypoglycemia and self treated. For those reasons, the complaint is classified as an adverse event.